Manufacturer narrative:
Product event summary: the driveline and controller with unknown serial numbers were not returned for evaluation. Review of the manufacturing documentation of the driveline could not be performed since the device serial number is unknown. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Of note, it was reported that a driveline splice repair was performed. Based on the available information, a possible root cause of the reported alarms can be attributed to driveline damage. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: heartware ventricular assist system ¿ controller , labeled for single use: no, (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that post implant of the ventricular assist device (vad) that there were electrical fault alarms noted within hours of implant that continued intermittently. A driveline cleaning was performed and it did not completely resolve the alarms. A second cleaning was performed, which also did not resolve alarms and resulted in the pump turning off for a moment before being placed on a new controller. A third driveline cleaning was performed, which also did not resolve the alarms. A splice repair of driveline was performed by the manufacturer's engineer while the patient was under anesthesia in the event a pump replacement was needed to be done. The controller was exchanged and the ventricular assist device (vad) driveline remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.